Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Please can you open up x3 new complaints for mr west who has reported that he has another 3 potential revisions of patients with attune. We currently don¿t have any further information but need to capture these as three complaints and when further information becomes available we will be able to capture this. Two other complaints are as follows: (B)(4).

Manufacturer narrative:
Pc-(B)(4).no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch ,a follow-up medwatch will be filed as appropriate.